Event description:
It was reported that premature battery depletion was alleged involving this device. The device battery dropped in three months from 50% to 60% remaining. The device remains implanted. No adverse patient effects were reported.